Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21h062av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap iii and embovac are used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported ent. During the course of the procedure, a part of the m1 clot dislodged to a previously unaffected territory. Since the alleged ent necessitated additional thrombectomy pass for restoration of blood flow, and the relationship of the embotrap iii and embovac to the reported event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00580. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the m1 segment of the middle cerebral artery (mca) with a 5mm x 37mm embotrap iii revascularization device (et309537 / 21h062av) and an embovac aspiration catheter (ic71132ca / 30541394), embolization to new territory (ent) occurred. Part of the thrombus ¿flew¿ to the m2 segment of the mca. A competitor stent retriever was used to remove the thrombus and recanalize the m2 segment. The procedure was then completed without any patient complication. The complaint documented that the patient had an m1 occlusion and that it was impossible to use a balloon catheter. Thus, a combined technique with the embotrap iii and the embovac aspiration catheter was used. Partial recanalization was confirmed but ent occurred requiring an additional thrombectomy attempt. The physician commented that it takes time to recognize the embotrap packages of ¿five segment and three segment¿; the treatment of acute ischemic stroke (ais) needs to be done in a short time, so the device packaging should be easily recognizable. The complaint also documented that the devices are not available to be returned for evaluation. On 28-nov-2021, additional information was provided. The information indicated that embolization to new territory did not occur immediately after partial recanalization was confirmed. No information could be obtained regarding the number of passes made before partial recanalization was confirmed when the thrombus was removed. No information could be obtained related to the characteristics of the thrombus / clot. No significant delay was reported. The ¿five segments and three segments¿ comment from the physician meant that the package design is similar for the different sizes, so it takes time to recognize which segment the product belongs to.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21h062av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap iii and embovac are used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported ent. During the course of the procedure, a part of the m1 clot dislodged to a previously unaffected territory. Since the alleged ent necessitated additional thrombectomy pass for restoration of blood flow, and the relationship of the embotrap iii and embovac to the reported event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00580. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the m1 segment of the middle cerebral artery (mca) with a 5mm x 37mm embotrap iii revascularization device (et309537 / 21h062av) and an embovac aspiration catheter (ic71132ca / 30541394), embolization to new territory (ent) occurred. Part of the thrombus ¿flew¿ to the m2 segment of the mca. A competitor stent retriever was used to remove the thrombus and recanalize the m2 segment. The procedure was then completed without any patient complication. The complaint documented that the patient had an m1 occlusion and that it was impossible to use a balloon catheter. Thus, a combined technique with the embotrap iii and the embovac aspiration catheter was used. Partial recanalization was confirmed but ent occurred requiring an additional thrombectomy attempt. The physician commented that it takes time to recognize the embotrap packages of ¿five segment and three segment¿; the treatment of acute ischemic stroke (ais) needs to be done in a short time, so the device packaging should be easily recognizable. The complaint also documented that the devices are not available to be returned for evaluation. On 28-nov-2021, additional information was provided. The information indicated that embolization to new territory did not occur immediately after partial recanalization was confirmed. No information could be obtained regarding the number of passes made before partial recanalization was confirmed when the thrombus was removed. No information could be obtained related to the characteristics of the thrombus / clot. No significant delay was reported. The ¿five segments and three segments¿ comment from the physician meant that the package design is similar for the different sizes, so it takes time to recognize which segment the product belongs to.